Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported there was leakage found after using a bd ultrafine¿ nano¿ pen needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found after using a bd ultrafine¿ nano¿ pen needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported there was leakage found after using a bd ultrafine¿ nano¿ pen needle. Consumer stated her blood sugar was elevated because she did not eat and she is not getting full dosage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional patient information was received as reported below. Consumer stated her blood sugar was elevated because she did not eat and she is not getting full dosage.

Event description:
It was reported there was leakage found after using a bd ultrafine¿ nano¿ pen needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review for lot 7284626 cat no. Ns 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for leakages concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.